Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected tsh results generated by the unicel dxc 600i synchron access clinical system. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer called bci hotline and while troubleshooting it was discovered that the customer has mis-loaded the reagent pack. The samples were repeated using the correct reagent pack and lower results within the normal reference range were obtained.